Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2016-05514, reference MFR. Report: 1627487-2016-05538.follow-up identified the issue was confirmed via x-rays. The patient underwent surgical intervention on (B)(6) 2016 to explant and replace the leads. Stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-05514. Reference MFR. Report: 1627487-2016-05538. The patient has two leads implanted. However, it is uncertain which lead was explanted and replaced in reference MFR. Report: 1627487-2016-01547, hence all suspected lots are being reported. It was reported the patient experienced unintended abdominal stimulation due to lead migration. Surgical intervention is planned to address the issue.